Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -small and a hemostatic valve separation issue occurred. A piece of the hemostatic valve broke off the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the valve was leaking back blood. The caller believes the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small at the wrong angle. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was provided on (B)(6)-2022. The sheath was not occluded but it was too small to put the dilator through. Not completely blocked. This issue was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Therefore, added the ¿h6. Medical device problem code¿ of ¿device-device incompatibility (a1702)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device evaluation was completed on (B)(6)-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -small and a hemostatic valve separation issue occurred. A piece of the hemostatic valve broke off the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the valve was leaking back blood. The caller believes the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small at the wrong angle. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. No patient consequence reported. Additional information was provided. The sheath was not occluded but it was too small to put the dilator through. Not completely blocked. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Once the valve was removed, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt but, the separation valve could be related to the resistance and obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)